Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 385 mg/dl, 185 mg/dl and 103 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed and no issues were observed. All results were within the range specifications and no errors were observed.